Manufacturer narrative:
Device remains implanted in patient.

Event description:
A physician reported that an ozark screw backed out of a one-level ozark plate. The patient reportedly experienced a fall. Revision status is currently unknown.

Event description:
A physician reported that an ozark screw backed out of a one-level ozark plate. The patient reportedly experienced a fall 3 months post-op and the bottom of the plate securing mechanism fractured. There is no scheduled revision. This record captures the ozark plate.

Manufacturer narrative:
B5 was changed from 'a physician reported that an ozark screw backed out of a one-level ozark plate. The patient reportedly experienced a fall. Revision status is currently unknown.' To 'a physician reported that an ozark screw backed out of a one-level ozark plate. The patient reportedly experienced a fall 3 months post-op and the bottom of the plate securing mechanism fractured. There is no scheduled revision.' Visual inspection: x-ray images of the construct were inspected and it was found that the caudal-most dual screw cover had fractured off. Fractured cover could be seen floating in space next to the head of a migrated screw. Migrated screw was capable of moving since the screw cover had fractured off. Functional, dimensional, and material analysis could not be performed since the device remains implanted in the patient. Review of the device and complaint history records could not be performed as a valid lot code was not provided and could not be obtained. Ozark view and guide cervical plate systems surgical technique was reviewed and the following relevant information was identified: engage lock: the ozark plates feature an integrated titanium alloy locking cover to prevent screw back out. After screw insertion, engage the locking cover by inserting the size 10 tapered driver into the screw cover and rotating clockwise 90 so that the cover retains the screw heads. Screws should sit below the screw cover to ensure that the locking cover is adequately engaged. Note: plate geometry should prevent the locking cover from rotating beyond the intended 90. Do not rotate the locking cover past the clockwise stop on the plate. It was reported that the patient fell which indicates that the forces experienced by the fall caused damage to the construct.